Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the inner most ring of the rubber seal ripped off while pasing the scope through the blunt dissection of the vein. A replacement device was used to complete the procedure. The hospital did not report any patient effects.